Event description:
Additional information received reported the patient had an infection december one year ago. The infection got in the patient's blood and it was "partially urinary." The infection area was cleaned and treated. It was slow to heal, but it was noted the infection part was "cured." It was reported that when the pump was replaced the catheter could not be found, so it was left implanted. It was noted that the patient had an "extra tube" that "confuses people on x-ray." The extra catheter was "curled up."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump "didn't go well" and it was unclear if it was "an infection or something." This pump was reported to have been quite large for the patient. When the patient was reimplanted, a pump with a smaller reservoir was used. This pump system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow-up information concerning the catheter revision, and the "extra tube" that was "curled up" will be conducted via manufacturer report # 3004209178-2013-00982.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).